Event description:
On (B)(6) 2010, the patient reported that last summer while playing golf, his insulin infusion headset came out of his body. He continued to play golf and had no physiological effects. He said about one month ago, he thinks the cannula fell out or he may have accidentally tugged on the tubing and pulled the headset out. He said there may have been some sweat on his stomach. He uses some "sticky stuff" on his skin and then inserts the headset with an insertion device. He stated the headset is usually very secure. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.